Manufacturer narrative:
The insulin pump uploaded properly using carelink pro. No unexpected error message noted when using carelink pro. The insulin pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, the insulin pump had unexpected pump error alarm during self test due to poor solder joints at u1 ambient light sensor on keypad assembly. The insulin pump had minor scratched display window, scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they needed assistance with uploading the insulin pump to carelink. The customer's blood glucose was unknown at the time of call. The customer stated that they found that the time was not programmed correctly. The customer was able to upload the insulin pump successfully but found that there was only data of the recent upload. The insulin pump was returned for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.